Manufacturer narrative:
B5; additional information received; it was reported there were no issues observed with the stent graft delivery system or device de ployment. It was additionally reported that etlw1613c93ee (v30465812) was initially implanted and not etlw1613c82ee as previously reported. It was reported the patient recovered well and was moved out of hdu the following day. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the reported endoleak was confirmed on the films provided; however, the exact cause of the event or type of endoleak could not be determined. There was no issue noted with the reliant balloon used. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be fully evaluated. A distal type ib endoleak is unlikely as there appeared to be adequate distal seal present on the right side. A type iii fabric endoleak cannot be ruled out. Fabric wear due to external abrasion from aortic calcification is a potential cause, but angiograms received did not allow for analysis of anatomical factors, e.g. Calcification. The endoleak is also considered possibly to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a >60mm symptomatic abdominal aortic aneurysm. It was reported during the index procedure, the evar was going smoothly. The stent grafts were implanted and a reliant balloon was being used to mould the stent graft. The patients blood pressure then dropped during this stage of the procedure. It was confirmed that ballooning was inside the graft at the time. An angiogram was performed, which showed there was a distal ipsilateral rupture identified. The balloon was re-positioned and inflated in this area. Another balloon was inserted via the contralateral side up to proximal stent graft and inflated to stabilize the patient. Once the blood pressure was under control, realignment of the ipsilateral side was performed with first etlw1613c82ee from common il iac artery into external artery. Re-imaging was performed. Another etlw1613c156ee was inserted in ipsilateral side and deployed from flow divider into external to provide full alignment. This resolved the issue. The patient was then transferred to a hdu bed. As per the physician the cause of the event is a stent default. No additional clinical sequalae were provided and the patient is fine.